Manufacturer narrative:
Device not returned for eval. However, from similar incidents, tube separation most likely due to loosening of set screws, which secure tube to trolley. Safety kit for the malfunctioned light and 5 additional safety kits for other lights in their possession to be sent to user along with a preventive maintenance manual.

Event description:
Light reported to have fallen when trolley tube separated from trolley, as a result of set screws loosening up. No one injured.